Manufacturer narrative:
(B)(4). Batch # n91392. The analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup and lockout failures. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. No conclusion could be reached as to what may have caused the found damages. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that at an unknown time for an unknown procedure, device not firing and keeping open not injecting vessel. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.